Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure to treat aortobifem limb bypass using an indigo system aspiration catheter 7 cat7, a non penumbra sheath and a guidewire. It was noted that the patient¿s anatomy was tortuous. During the procedure, the physician completed one pass using the cat7. Next, the physician advanced the cat7 over the guidewire to the target location. After initiating aspiration, the clot was removed effectively. It was reported that the distal end of the cat7 became kinked due to the acute angle of the sheath. When the physician attempted to torque the cat7 to sweep the vessel and aspirate, it was noticed under fluoroscopy that the cat7 fractured. The physician then removed the fractured portion of the cat7 with a snare. The procedure was completed using a new cat7 and the same sheath. There was no report of an adverse effect to the patient.